Manufacturer narrative:
(B)(4). Additional concomitant medical products: agmt block post sz f 5mm catalog # 00599003601 lot # 62998830; distal only femoral augment block precoat "may be used with anterior block only not posterior" catalog # 00599003621 lot # 62591559; stem extension straight 12mm dia x 100mm length(combined length 145mm) catalog # 00598801012 lot # 62937550; femoral component option for cemented use only size f right catalog # 00599401692 lot # 62941772; distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 10 mm augment with screw catalog # 00599003620 lot # 62998879; all poly patella size 29 mm dia. Standard 8.0 mm thickness catalog # 00597206529 lot # 62913325; tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog # 00598003701 lot # 63064339; stem extension straight 10mm dia x 100mm length(combined length 145mm) catalog # 00598801010 lot # 62860982; tibial block and screws precoat size 3 10 mm thickness catalog # 00598800327 lot # 62641746; tibial block and screws precoat size 3 10 mm thickness catalog # 00598800327 lot # 62925302. (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a second revision knee arthroplasty due to infection and pain four months post-implantation. The articular surface was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 00579104100, headed screw 48 mm length, 63467026; 00579104100, headed screw 48 mm length, 63503241; 00590102000, headless trocar drill pin 3.2 mm diameter 75 mm length, 63460539; 00597206532, all poly patella size 32 mm dia. Standard 8.5 mm thickness, 63283204; 00598003702, tibial component stemmed precoat, 63503857; 00598800427, tibial block and screws precoat size 4 10 mm thickness, 62932341; 00598800427, tibial block and screws precoat size 4 10 mm thickness, 63245823; 00598801013, stem extension straight 13mm dia x 100mm length, 63445013; 00598802011, stem extension offset 11mm dia x 100mm length, 63338907; 00599003610, distal femoral augment block precoat, 63305431; 00599003610, distal femoral augment block precoat, 63419322; 00599401691, femoral component, 63009842.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned part shows signs of wear (gouging, nicking and cupping) on the inferior and superior side of the articular surface. Dimensional evaluation of the returned part indicate that the part is within print specifications where measured. Device history record was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.